Event description:
It was reported the camera head malfunctioned and noticed an ¿error¿ displayed on the screen. There was no code. The issue happened in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed an ¿error¿ displayed on the screen. There was no code. The issue happened in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: a leaking cable unit was found. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.